Event description:
An nmpa report 1264118062024001053 was received and reported a cx50 ultrasound system was unavailable during an unspecified emergency examination. A backup ultrasound system was used for the examination. There was no reported patient or user harm as a result of this issue. Additional information regarding the nature of the examination and reported failure could not be obtained from the customer. The power board was replaced by a third party to resolve the issue. The system has been returned to service with no additional issues reported. If further information becomes available or upon completion of the investigation, a supplemental report will be submitted.